Manufacturer narrative:
(B)(4). Investigation result of stent partially deployed. A wallflex¿ biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 50mm. During the product analysis the investigator was able to deploy the remainder of the stent without issue. No issues were noted with the profile of the stent as well as the reconstrainment band or jacket bond. A visual and tactile examination found multiple kinks along the length of the inner. The guide wire access region of the device was twisted. This type of damage is consistent with excessive force being applied. The investigation concluded that the cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex¿ biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a stricture located in the middle of the common bile duct. Reportedly, the stricture not tortuous and had not been dilated prior to the procedure. During the procedure, the stent was inserted into the bile duct but the physician could not release the stent. The wallflex¿ biliary rx stent was removed from the patient and the procedure was completed with another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.